Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and topical skin adhesive was used to close the incision. Before the procedure, the surgical site was cleaned with chloraprep skin antiseptic, and chloraprep residue remained on the skin during the closure. After the procedure, the patient developed gradually severe skin reaction at the dressing site requiring the product to be removed. Two to three days postoperatively, the skin surrounding the incision was found to be discolored, blistering and peeling. The topical skin adhesive was removed from the surgical site and aquacel dressing was used on the incision. The surgeon is treating the skin topically with unknown medications and the patient is reportedly recovering fine. No additional hospitalization was required. Additional information has been requested.